Event description:
Pca pump used for pt post op. Pump programmed per manufacturer instruction. Bolus dose programmed and bolus delivered per pump. Pump set at pca program 2mg q 10 max 12mg. Everytime pt pushed button, bolus dose delivered instead of 2 mg dose. Luckily nurse present to see pump delivering over dose amount. Nurse turned pump off at 7 mg, pca pump dc'd. Pt required additional monitoring of vital signs.